Event description:
Report received of a chemotherapy drug being "siphoned from the secondary line into the primary line". It was reported that a chemotherapy drug was infusing on a secondary line at an unspecified rate with saline infusing on the primary line at an unspecified rate. According to the report, the "chemo drug siphoned into the saline line". There was no reported adverse pt event. Multiple attempts to obtain any further info have been unsuccessful.